Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented into clinic for follow-up. It was noted that during firmware upgrade, the implantable cardioverter defibrillator went into backup. The device was reprogrammed to normal settings. The patient was stable.